Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for shortness of breath and influenza. The patient experienced low flows during this admission, and their condition deteriorated; the patient was put on an extracorporeal membrane oxygenator (ECMO) for support. A computerized tomography angiography (cta) scan was performed that revealed an outflow graft obstruction. A stent was inserted into the outflow graft which resolved the issue. The patient experienced cardiogenic shock which led to multisystem organ failure. The patient ultimately passed away on (B)(6) 2022.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) scan revealed a dark area underneath the bend relief consistent with an outflow graft obstruction; however, the type of obstruction could not be conclusively determined through this evaluation as the pump was not returned for evaluation. A direct relationship between the device and the reported multi system organ failure, influenza, cardiogenic shock, and patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as the no log files were submitted for review and a direct cause for the reported event could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.